Event description:
Consultant noticed that the threads at the tip of the matrix holding sleeve-long are broken. It is not known when or how the threads broke. There was no patient involvement. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection done during the manufacturing review determined the device was returned with the threads broken at the minor diameter on the second thread. The first thread is completely missing, and the remaining threads are damaged. The shaft has axial scratches, and the green anodize is missing from the knob edges. The measurable dimensions are within print specification. This complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.product evaluation reported based on the complaint description that the device was found damaged after sterilization, it is unknown how the device became damaged. It is unknown if the device was damaged during shipping, cleaning or rough handling. The complaint is therefore indeterminate(B)(4).